Event description:
No adverse event. No apparent injury. Pt with t-collar in place. When the pt began to have difficulty with the t-collar, it was reported that the pulse-ox did not alarm. The pt's physician was present at the time of the incident. Pt was treated with no adverse outcome. Reportedly, rental unit pulse-oximeter did not function. Could not confirm.